Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: occlusion requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2007, a 3.0 x 23 mm rx xience v stent was implanted in the proximal lad lesion. In 2008, the pt experienced angina and an occlusion was noted, which required hospitalization and treatment via balloon angioplasty and placement of another xience v drug eluting stent the following month. No additional event or pt info is available.

Manufacturer narrative:
Angina and occlusion, as noted in the instructions for use, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Angina, occlusion, and hospitalization are listed in the risk assessment matrix as a no-fault post-procedure complications. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. It is likely that the angina is a secondary effect of the occlusion, which required hospitalization and treatment via balloon angioplasty and the placement of another xience v stent. A conclusive root cause cannot be determined.